Manufacturer narrative:
No patient information provided as no patient was involved in this concern.medtronic representative at the site identified the issue with the open spine clamp adjustment screw. The site has not requested a replacement open spine clamp to date; no RMA was issued. Suspect device has not been returned to manufacturer for further evaluation.

Event description:
A medtronic representative reported an adjustment screw on an open spine clamp that was stripped and would no longer tighten down properly. There was no patient present.

Manufacturer narrative:
The head of the alignment screw is slightly rounded but spine drive fits with very little play. There is no stripped threads. Functionally tested the clamp on some plastic, using the open spine drive and was able to fully tighten the clamp. Also was able to loosen the clamp with the same driver. The clamp is fully functional.